Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the svc call. Power supply voltage was confirmed to be within spec. The system was tested and found to be working as intended and put back into svc.